Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Testing of the customer samples was performed and partial retraction was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that a retraction issue occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "my lab assistants have informed me that they have encountered butterfly needles that do not fully retract."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that a retraction issue occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "my lab assistants have informed me that they have encountered butterfly needles that do not fully retract."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Common device name: blood specimen collection device; intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a retraction issue occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "my lab assistants have informed me that they have encountered butterfly needles that do not fully retract."